Event description:
The customer reported that they received questionable total prostate- specific antigen (tpsa) and free prostate-specific antigen (fpsa) results for one patient sample tested on their e module. The patient's initial tpsa result was 3.120 ng/ml. The patient's initial fpsa result was 4.80 ng/ml. It was asked, but not known if any of these results were reported outside of the laboratory. The patient was not adversely affected. The customer was asked, but did not provide the e module serial number.

Manufacturer narrative:
The sample in question was investigated. It was determined that the customer's results can be explained by the presence of an anti-idiotype antibody or an auto-antibody.

Manufacturer narrative:
This event occurred in (B)(6). Reference the medwatch with patient identifier (B)(6) for additional data related to this event.